Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting a 4fr s/l groshong catheter. The depicted portion of the device included the proximal region of the catheter shaft. The stylet was inlaid through the catheter shaft and a syringe was attached to the stylet luer adapter. Use residues were observed. The syringe was being used to infuse clear infusate through the catheter. Leakage was observed approximately 2cm-4cm distal of the flushing connector. While leakage was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leaking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and stylet damage. A lot history review (lhr) of redq2826 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before the connector was attached following the insertion of the catheter into the patient, a syringe was used to attach with the catheter opening and fluids were spraying from several sites of the exposed 3-5 cm portion of the catheter.